Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display has been fading for awhile. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: a visual inspection confirms that the display screen has a dim pink and fading lettering. Battery compartment has multiple cracked near the pump case seal and at the top of battery compartment. The battery cap threads were found to be stripped.